Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime due to faulty force sensor resistor (old). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. All buttons function properly. No damage noted on keypad traces. The j2 connector onlcd/b was locked. The pump had a minor scratched display window, scratched case, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.